Event description:
It was reported that the patient presented to the emergency room with mental status changes. The pump was refilled and his dose was adjusted. Several attempts to obtain follow-up information have been unsuccessful.